Event description:
Support arms on siemens servo 300 ventilator have sheared off approx 6 1/2 inches from the proximal end of the arms. All of the breaks are identical. As of this date rptr has experienced 20 breaks of this kind. The breaks have occurred while the ventilators have been in use. The potential exists for the arm to fall on the pt or healthcare worker or to inadvertently extubate the pt.